Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 2.25 x 15 mm xience prime stent was implanted; however, a dissection was observed. An additional xience prime stent was implanted for treatment. There was no clinically significant delay in the procedure. No additional information was provided.